Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report verified. The batteries were found to be depleted (between 0.4 and 2.0 volts) and had two different date codes (03/2020 and 07/2019), indicating that a brand-new set of batteries were not used to replace the previously depleted batteries. The zoll AED plus operator's guide states to "remove all batteries from battery compartment and discard before installing any new batteries. Insert 10 new batteries into battery well. Do not use old batteries. Press button in battery well only after installation of new batteries". No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.